Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with instructions for use (IFU): ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 "using endo therapy accessories." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope failed the leak test. The issue was observed during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end cover was burnt. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the insertion tube distal sheath was leaking, and the up angulation was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.